Event description:
It was reported that the customer experienced an issue with their pump as the screen remained dark and would not turn on. The specific blood glucose value was unknown, but it was indicated as "high," and the customer's blood glucose level exceeded a critical threshold. The customer managed the high blood glucose level by administering a correction injection using multiple daily injections (mdi) and did not seek assistance from a third party. Technical support advised the customer to attempt turning on the device by pressing a specific button, and when that did not work, they instructed to plug the pump into a known working power source. The pump screen eventually turned on but then displayed a malfunction message. Reportedly, customer reverted to manual injections for insulin therapy.